Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a plate broke after two weeks in a child, (B)(6). The patient was in a plaster cast 6 weeks. Implant date was on (B)(6) 2013 but broke after two weeks. The plate was curved before implanting. Following the parents, no excessive force was used by the child afterwards. The plate was removed on (B)(6) 2013. Involved articles: 1 plate and 6 locking screws (art/lot no unknown). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The engineering examination of the returned locking compression plate (lcp) revealed the breakage of the lcp 2.4 occurred at the fourth combination plate hole in the area of the bone fracture. The yellow anodized lcp 2.4 is made of pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the lcp 2.4 is in compliance with the international standards iso 5832-2 and astm f67 for implants made of commercial pure titanium ((B)(4)). The dimensions of the investigated lcp 2.4 (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the lcp 2.4 is 6.65 mm and the thickness is 1.64 mm. Macroscopically the fracture surfaces are strongly abraded and contaminated. When examining the fracture surfaces of the fragment 2 of the lcp 2.4 using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing very strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly structural breakage appearance (crystallographic oriented fatigue fracture). Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. The very small area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. A seven year old child was suffering from a diaphyseal ulna fracture. According to the device report the patient had a plaster cast for six weeks. Afterwards, on (B)(6) 2013 the investigated lcp 2.4 was implanted. As far as visible on the x-ray images, the plate was stabilized with six locking screws. According to the device report the plate has been curved before implantation. The breakage of the lcp 2.4 occurred approx. Two weeks after implantation. The revision surgery to remove the broken implant was performed on (B)(6) 2013. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude the implant was subjected to moderate dynamic bending loads (one sided). Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp 2.4. The lcp 2.4 could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. The complaint was determined to be invalid. Placeholder.